Manufacturer narrative:
(B)(4). Date sent: 06/08/2021. D4: batch # u5f72v. H6: component code= others (g07). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unknown. Please see attached user facility medwatch: (B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  The following information was requested, but unavailable: could you please provide more details for "device misfired" and "staples were no aligned"? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open abdominal procedure the device misfired the staple load. The staples were no aligned. There were no patient consequences and there is no additional information.